Event description:
It was verbally reported for this event, this patient started her second dialysis treatment with this dialyzer and within 10 mins became unconscious. O2 @ 8l/min via mask and CPR initiated. An ade applied but advised not to shock because a pulse was present. Ems was called and the patient was reportedly awake and alert and was transported via stretcher to the hospital. The patient was admitted to the hospital but reportedly will be discharged soon. Companion sample is available.